Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has broken connection ports. The epg had a sticker that stated "broken" and appears to have been dropped, but this cannot be confirmed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the lead flex cover was contaminated, one side bail was missing, the battery drawer was broken, and the battery drawer o-ring was missing.